Event description:
A report was received that the patient underwent a lead revision due to loss of stimulation wherein the infinion lead was replaced with a percutaneous lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a lead revision due to loss of stimulation wherein the infinion lead was replaced with a percutaneous lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: 30 cm, splitter kit model #: sc-4316, lot #: 14304849, description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the physician suspected malfunction of the infinion lead because there were 14 unstable contacts and it showed high impedances after reprogramming.

Event description:
A report was received that the patient underwent a lead revision due to loss of stimulation wherein the infinion lead was replaced with a percutaneous lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Sc-2316-70 (sn (B)(4)) the complaint was confirmed. A pronounced kink was noted at the clik anchor site. X-ray inspection revealed broken cables 1 cm from where the clik anchor was tightened. This damage is the cause of the reported high impedances. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the lead splitter passed visual, electrical and photographic tests performed. The source of the complaint was verified to be associated lead whose wires were fractured at the click anchor site. Sc-4316 (lot # 14304849) no anomalies were found.